Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken backup battery cover screw head was confirmed. Visual inspection of the heartmate 3 system controller, serial number (B)(6), confirmed that the backup battery cover screw was damaged. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The broken backup battery cover screw head did not affect functionality of the controller. Review of the log files from the returned controller showed the controller operating as intended during setup. The provided information stated that the event happened when attempting to setup the backup controller, and the controller was exchanged. A root cause for this reported event cannot be conclusively determined through this analysis. A manufacturing analysis task was opened to investigate the issue of a damaged backup battery cover screw. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to install the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller cover retaining screw broke in half when removing the cover to install the emergency backup battery (ebb). The controller was replaced.